Event description:
Customer reported a hospitalization due to high blood glucose. The paramedics were called to treat high blood glucose of over 500 mg/dl. Customer did not feel well. He had taken a nap. His mother called the paramedics. Customer was dehydrated and advised of renal failure. Customer was transported to the hospital. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.